Event description:
Rn of home patient (hp) reported hp accidently disconnected patient line of homechoice set from transfer set during treatment phase 3 of 6. Hp was reconnected at time of 2240 alarm but did not conitnue with therapy. There was no patient injury or medical intervention reported.